Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. The target lesion was located in a coronary artery. A 3.00x12mm promus premier stent was advanced but was unable to cross the lesion. It was then noted that there was a vessel dissection with unfavorable outcome. Patient's status post-procedure was critical.